Manufacturer narrative:
A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D1/d4/g4/h4) the lot number was not provided, thus the following information is unknown: brand name, model/catalog number, unique ID, 510k number, expiration date, and manufacture date. E) although the journal article originated from the united kingdom, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, death is listed as a potential adverse event with use of the lld devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 14jul2020) ¿percutaneous left ventricular endocardial leads: adverse outcomes and a percutaneous extraction case series¿. The article details a case series of four patients with endocardial lv leads; three of these for previously failed conventional crt and a fourth for an inadvertently placed defibrillator lead, two (2) of which involve philips/spectranetics products. Of the 4 patients, a 53-year-old male with non-ischaemic cardiomyopathy, heart block, and bronchiectasis in the context of an auto-inflammatory syndrome, underwent implantation of a primary prevention biventricular defibrillator. Despite long-term antibiotic therapy, recurrent device infections occurred, requiring repeated extractions and re-implantations. A lack of viable coronary venous options indicated the implantation of a transatrial septal lv endocardial lead in a second procedure. Thirty months following this, a device infection developed and a full system extraction was undertaken. The right atrial (ra) and right ventricular (rv) leads were extracted in their entirety with spectranetics lld lead locking devices and 11fr and 13fr spectranetics tightrail rotating dilator sheaths (MDR # 3007284006-2026-00273). The lv endocardial lead (medtronic 5076 capsurefix, 85 cm) was successfully removed using gentle traction and an lld stylet. Following recovery from active infection, a surgical epicardial system was implanted; however, the patient died 6 months later due to worsening congestive cardiac failure. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 14jul2020 has been used, the date of publication. Behar, jonathan m,finlay, malcolm c,rowland, edward,ezzat, vivienne,sporton, simon,dhinoja, mehul. 2020. Percutaneous left ventricular endocardial leads: adverse outcomes and a percutaneous extraction case series european heart journal - case reports, 4(4): 1-5. Doi:10.1093/ehjcr/ytaa130 this report captures the death that occurred after use of the lld device. There was no alleged malfunction of any spectranetics devices in use during the procedure.